Event description:
The patient reported that the infusion set was inserted into body crease or area subjected to temporary positional blockage and reported high bg, treated by correction injection via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.